Manufacturer narrative:
This initial report was not submitted previously. As per request by the FDA on april 9, 2024, the initial report has been resubmitted in an effort to release follow-up 001 from hold status.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Additional information indicated the lead was surgically abandoned.